Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "blurry bad image" was confirmed. According to henke: scope evaluated as a level 3.bent, dent, distal tip and fiber damaged, loose optic system, blurry image. Probable root cause for this failure is: the complaint for ¿blurry bad image¿ has been confirmed and is due to customer use and handling. The reported failure mode will be monitored for future reoccurrence. The manufacturing date is not known.